Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial arrhythmia episodes with arrhythmia ongoing after device classified termination of events. It was also reported that the right ventricular (rv) lead exhibited intermittent undersensing on stored electrograms (egm). Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.